Event description:
It was reported that customer received a power error alarm but was not sure which power error alarm it was as insulin pump was not present. Caller was advised to call back for troubleshooting when insulin pump was available.

Manufacturer narrative:
The pump was returned for power error alarms. Analysis confirmed the alarms, and the root cause was the non-sleep anomaly software error. No unexpected check settings alarm was noted. The pump passed self test and displacement test. The pump had minor scratches on the display window a and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.